Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 12/10/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received in the replacement lens case (non-jnj lens). Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown/ not provided. Best estimate date is between (B)(6) 2020. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was planned to be explanted from the patient's left eye due to a mechanical issues. Further information was provided and it was learned that the lens was explanted due to a progression loss of vision, due to dysphotopsia. Event was interfering with daily activities. The lens was discarded after being explanted. There was no vitrectomy, incision enlargement or sutures required. The surgery was completed successfully using a non-johnson & johnson replacement lens. The patient is doing great after surgery. No additional information was provided.